Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did this issue contribute to any patient adverse event? A manufacturing record evaluation was performed for the finished device and no non conformances / manufacturing irregularities related to the malfunction were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b . This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a lower abdominal cesarean section procedure on (B)(6) 2025 and suture was used. During the high ligation of the hernia sac during the operation, the doctor took a suture and when knotting it, the suture broke. The doctor immediately replaced the suture in the same package, but it still broke. The doctor replaced the suture in another package. No adverse patient consequences were reported. Additional information was requested.